Event description:
The complainant reported to boston scientific corporation that during the implantation of a mid urethral sling, utilizing the advantage single handle kit, the physician hit some of the blood vessels while passing the trocar. It was also reported that the patient lost over 600 cc's of blood during the procedure. The patient returned to the hospital that same evening due to additional blood loss and received a blood transfusion (unknown quantity) and then discharged to home. According to the complainant no other measures were required to stop the bleeding, the sling remains intact, and the patient is fine.

Manufacturer narrative:
Since the device remains implanted and will not be returned for evaluation, a failure analysis is not available, and the relationship between this device and the cause of this event is undetermined.